Event description:
The customer reported that the system would not put up one cine images. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and returned to service.